Manufacturer narrative:
This is one of six regulatory reports submitted for this patient and the associated manufacturer report numbers are 9616099-2014-00677, 9616099-2014-00678, 9616099-2014-00679, 9616099-2014-00680, 9616099-2015-00531, and 9616099-2015-00532. Complaint conclusion: as reported, a pta was performed about sixteen (16) months after two smart control stents were implanted. An ecchymosis was found. About 10 days after procedure, the patient went into shock and had a surgical operation. The patient reportedly had retroperitoneum hematoma. Six days after the surgery, the patient expired. The patient was a (B)(6) male. The target lesion was at the middle portion of the right superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was 100%. On (B)(6) 2013, two smart control stents were placed in the target lesion without any issue. On an unknown date, the patient complained of the pain and the swelling at the left groin after discharging from the hospital. On (B)(6) 2014, a pta was performed. The pta was performed in the superficial femoral artery, however it is unknown if it was the same target lesion as the two smart control stents. It is unknown where the access site was located when the pta was performed. The ecchymosis was found under echo after the pta was performed. It is unknown where the retroperitoneum hematoma occurred. There was no infection. The swelling became worse but the patient rejected the surgical manipulation. On (B)(6) 2014, the patient went into shock and he was taken to another hospital. The surgical operation was performed. The details are unknown. On (B)(6) 2014, the patient expired. It was suspected that the cause of the ecchymosis might be the bleed of the puncture site, but the details are unknown. The cause of death was unknown. It is unknown if there are any films available. The device remains implanted in the patient, therefore it is not available to be provided for analysis. A DHR review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15721497 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) of the artery is often associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Ecchymosis is a discoloration of the skin resulting from bleeding underneath, typically caused by bruising. Access site hematomas/retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after a percutaneous transluminal procedure. Factors that may have influenced these events include patient, procedural, pharmacological and lesion. In this complaint, the patient also expired; however, the cause of death currently is unknown. Based on the information reported, it¿s likely related to the retroperitoneal hematoma reported that was not treated. Depending of the degree of the hematoma, a puncture site bleed could lead to severe internal hemorrhaging, which could result in death. Based on the DHR review, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). (B)(4). This is one of six regulatory reports submitted for this patient and the associated manufacturer report numbers are 9616099-2014-00677, 9616099-2014-00678, 9616099-2014-00679, 9616099-2014-00680, 9616099-2015-00531, and 9616099-2015-00532. The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a pta was performed about sixteen (16) months after two smart control stents were implanted. An ecchymosis was found. About 10 days after procedure, the patient went into shock and had a surgical operation. Th patient reportedly had retroperitoneum hematoma. Six days after the surgery, the patient expired. The patient was an (B)(6) year-old male. The target lesion was at the middle portion of the right superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was (B)(4). On (B)(6) 2013, two smart control stents were placed in the target lesion without any issue. On an unknown date, the patient complained of the pain and the swelling at the left neck after discharging from the hospital. On (B)(6) 2014, a pta was performed. The ecchymoma (ecchymosis) was found under echo. There was no infection. The swelling became worse but the patient rejected the surgical manipulation. On (B)(6) 2014, the patient went into shock and he was taken to another hospital. The surgical operation was performed. The details are unknown. On (B)(6) 2014, the patient expired. It was suspected that the cause of the ecchymosis might be the bleed of the puncture site, but the details are unknown. This is a case from (B)(4) smart pms for sfa and the case number is (B)(4).

Manufacturer narrative:
Additional information: the previously reported ¿swelling of the neck¿ was confirmed to be swelling of the left groin. The pta was performed in the superficial femoral artery, however it is unknown if it was the same target lesion as the two smart control stents. It is unknown where the access site was located when the pta was performed. The ecchymosis was located at the left groin and was found after pta. It is unknown where the retroperitoneum hematoma occurred. The cause of death was also unknown. It is unknown if there are any films available. This is one of six regulatory reports submitted for this patient and the associated manufacturer report numbers are 9616099-2014-00677, 9616099-2014-00678, 9616099-2014-00679, 9616099-2014-00680, 9616099-2015-00531, and 9616099-2015-00532. The device remains implanted in the patient; therefore, it is not available to be returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.